Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valve trocar was leaking during a vitreo-retinal procedure. The procedure was completed without replacing the product. There was no harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. A device history record review was performed and the product was released based on the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. (B)(4).